Event description:
Smiths medical international ltd. Has been notified of an incident which occurred involving an epidural minipack. It is reported that during an operation the catheter broke and part remained inside the pt. No long term adverse affects have been reported.